Event description:
The customer reported that the ventilator had a respiratory rate fault. The customer reported that the unit was not in use on patient at the time the reported event was discovered. The customer contacted product support and requested for service repair.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
Information was received from the key market contact that there was no product problem. There were no parts replaced. The issue was caused by improper use by the medical staff. Therefore, this complaint no longer meets reportability requirements.